Event description:
The facility alleges the appliers do not close the jaws. It is unknown when this condition occurred or if medical intervention was necessary. No add'l info is available at this time.

Manufacturer narrative:
Device evaluated by manufacturer: the reported complaint was confirmed. The investigation revealed the applier shaft weld has broken from knob. A replacement was sent to the user's facility. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur. Actual device involved in incident was evaluated. Performance tests performed. Visual examination. Applier shaft weld broken from knob. Conclusions: device failure directly contributed to event.